Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the lead right ventricular lead was attempted to be repositioned due to twiddlers syndrome, however, was unsuccessful due to helix unable to fully deploy. The lead was explanted and replaced. There were no patient consequences.